Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical products: 407645 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pocket was open. Cultures were taken and an infection was noted. The patient was treated with antibiotics and the crt-d system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.